Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional catheter where coagulum and an impedance spike occurred. It was noted that the generator was being used in power control mode, and that there were no error messages or issues related to temperature or flow. Though the impedance was high, the system did not continue to ablate above the cut off value. There is no information regarding the temperature/impedance/power values. Anticoagulant was in use at the time of the event. The issue was resolved by changing out the catheter, and the procedure was completed without patient consequence. Coagulum exhibits poor adherence to catheters and transseptal sheaths, which makes it a potential source of embolism. As a result, this event is MDR reportable.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional catheter where coagulum and an impedance spike occurred. Upon receipt, the catheter was visually inspected and was found in good condition. No clot was observed on the catheter. Per the reported event, an irrigation test was performed, which the catheter passed. No occlusion was observed. The device was then evaluated for electrical performance, temperature response and generator compatibility. Impedance was observed to be within specification during the generator test. However, the catheter failed during the electrical test. No electrical reading was observed on electrode #2. Further examination revealed that lead wire #2 was broken at the shaft area. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed during the electrical test. However, this failure is not related to the clot or impedance issues reported. The root causes of the clot and impedance issues remain unknown. Based on available analysis finding results, the failure mode does not appear to be caused by any internal bwi processes.

Manufacturer narrative:
On 9/13/2016, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).